Event description:
It was reported that that the artificial urinary sphincter (aus) had fluid loss from the balloon. As a result, the cuff was not able to draw any fluid. A revision surgery was performed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.